Event description:
It has been reported to philips that the device is not able to scan the device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system and confirmed that the device was unable to scan. Upon¿further inspection, rse was observed that the detector rotation position is incorrect. Rse instructed the user to rotate detector to right position. After repositioning the detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.